Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. High impedances were confirmed. X-rays were taken and showed that the lead was fractured. As a result, surgical intervention was taken to replace the lead. During the procedure the new drg lead was unable to be implanted. The physician elected to remove the drg system and replace it with an scs system.